Manufacturer narrative:
This user facility is outside of the united states. The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. This report is number 2 of 2 mdrs filed for the same patient (reference 3002806535-2015-04051 and 3002806535-2016-00007).

Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6) 1998. Subsequently, a revision procedure was performed on an unknown date due to unknown reasons. It was further reported patient underwent a revision procedure on (B)(6) 2015 due to periprosthetic fracture.

Manufacturer narrative:
This follow-up report is being filed to correct information. This report is number 2 of 2 mdrs filed for the same patient (reference 3002806535-2016-00007 & 3002806535-2015-04051).